Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4 lbs due to cracked end cap. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer experienced a high blood glucose level of 429 mg/dl. When the customer's mother was trying to prime a new infusion set for him a compromised force sensor system alarm appeared. The customer was advised to disconnect from the insulin pump and revert to back up plan. A crack near the drive support cap was also reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).